Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer would not recover and would not remain closed once opened. The drawer also failed to recover its cubies and displayed not detected on bus. The customer restarted the station and attempted multiple drawer recoveries, but the drawer still would not stay closed. They were only able to keep it closed by signing out. Several attempts were made, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary full height drawer 7 had failed. A field service engineer (fse) inspected the retractor and found that the rear drawer console board had failed. The rear controller also failed testing via multimeter. The fse replaced the drawer controller board and the retractor, and after proper configuration in space configuration mode, the drawer became responsive. The system functioned as intended after the field service engineer repaired the device.